Event description:
The patient reported the power cord had a short because it sparked and turned off. The unit was not getting power because the power cord was damaged. A replacement power supply and power cord was ordered and the issue was resolved with no adverse consequences to the patient.

Manufacturer narrative:
The power cord was received for evaluation. Visual inspection revealed damage to the cable of the power supply and a review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Based on the information received, the cause of the reported power issue was confirmed. The unit was not getting power because the power cord was physically damaged.